Manufacturer narrative:
The following functional tests were performed: the bench tech evaluated the condition of the pad, there was evidence that the inner pad seal had been removed and reapplied. If this pad seal is removed even once, an impedance (internal resistance) error will occur in the pad inspection items during the automatic self-test, and a pad alarm will occur. Since the pads are disposable the replacement of the pads is necessary regardless of whether they were in actual use or not. Based on the information available and the testing conducted, the cause of the reported problem was peeled pads. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided a replacement pads to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips the device is failing self test.